Event description:
The information received indicated that hub cracks were noticed when the stent was inside the patient. It was very difficult to inflate the balloon. The stent was not completely deployed and was removed from the patient without any difficulty. Additional information received indicated that when the physician started to apply pressure to inflate the balloon, he could not apply pressure because there was pressure loss due to the hub crack. Therefore, the balloon never inflated because the loss of pressure prevented inflation. No resistance was met while withdrawing the device from the patient. The procedure was completed successfully with another stent.

Manufacturer narrative:
The product is available for evaluation; however, it has not yet been returned for analysis. Additional information will be submitted within 30 days from receipt of additional information. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cypher select plus product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. Please note that the product was returned for evaluation. The report received from the affiliate indicated that while attempting to inflate a cypher select + stent, the physician noted that pressure could not be applied due to a crack in the luer hub. The balloon did not inflate and the stent was not deployed. The product was removed from the patient without difficulty and the procedure was finished successfully with another product. There was no patient injury reported. Information regarding the vessel characteristics was not available. The product was returned for evaluation. One non-sterile cypher select plus 2.75 x 13 mm was received coiled inside a plastic bag. No damages were observed on the sds and the stent was found mounted in its correct position. A vertical crack was observed from the thread through the molding injection point. Pressurized water was applied to the catheter and a leak was detected at the hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was confirmed and determined to be related to the manufacturing process of the product. The lot number for this product was identified as an affected lot. An investigation was conducted and actions were taken to address hub crack failures in the cypher family.